Event description:
Nasogastric tube with stylet used for patient. Hospital personnel repositioned stylet in tube while tube was positioned in the patient, causing lacerations to the patient's throat from the second port nearest the tube tip.